Event description:
A customer contacted global technical services regarding assistance with the homechoice (hc) unit during drain 2 of 4. The drain volume was 108ml. Per the initial report, the care giver (cg) stated that the patient line came loose from the transfer set and needed to end therapy. The technical service representative (tsr) assisted the home patient (hp) with ending therapy as requested and the hp would contact the nurse. The hc unit was operational. Global field surveillance (gfs) contacted the hp on (B)(6) 2009 and he stated that as he got up from bed, the patient line separated from the transfer set during draining. He stated that solution was shooting through the transfer set and he closed if off with a minicap and clamped off the patient line. He then called gts and they assisted him with ending therapy. He called the nurse and they instructed him to go the dialysis clinic the next day and the nurse changed the transfer set and discarded the old one. He stated that currently he is doing fine and resuming therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.